Event description:
Further information indicates a full system explant and replacement took place on (B)(6) 2019. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient experienced a significant fall. In turn, the patient's leads exhibited invalid impedances on all contacts. As a result, the patient is experiencing ineffective stimulation. Surgical intervention may take place in the future.